Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for a cobas® sars-cov-2/influenza a/b assay. A customer from the united states alleged that they received potential false positive results for patient¿s samples using the cobas® sars-cov-2/influenza a/b assay. On (B)(6) 2021 the customer reported that they observed potential false positive results for three patients¿ samples. On (B)(6) 2021 the first patient sample was analyzed and a sars-cov-2 positive, influenza a negative and influenza b negative result was generated on the cobas liat system ((B)(4)). On (B)(6) 2021 a second patient sample was analyzed on the cobas liat system ((B)(4)) that generated a sars-cov-2 negative, influenza a positive and influenza b positive result. On (B)(6) 2021 a third patient sample was analyzed on the cobas liat system ((B)(4)) that generated a sars-cov-2 negative, influenza a positive and influenza b positive result. All three of the patients¿ positive samples (same samples) were re-tested on a confirmatory assay (not provided) and generated sars-cov-2 negative, influenza a negative and influenza b negative results for the three samples. Patient sample was collected using nasal swab; media type not provided. The customer confirmed there was no allegation of harm to the patients. The positive results were reported out to the patients and/or personnel treating the patients. Negative results were reported out a short time later. The investigation to assess the customer allegation has not yet been completed. Three (3) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
Corrected to reflect that patient #3 initial test results are flua negative. Also corrected that this 3rd sample was found during the system investigation and that its sample type is unknown. Corrected to indicate the investigation was completed. Corrected to indicate that patient 1 and 2 were tested for travel clearance.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for a cobas® sars-cov-2/influenza a/b assay. A customer from the united states generated 3 potential false positive results using the cobas® sars-cov-2/influenza a/b assay. On (B)(6) 2021 the customer reported that they observed potential false positive results for two patients¿ samples. Patient 1: sample was analyzed on the cobas liat system (s/n (B)(4)) and generated a sars-cov-2 positive, influenza a negative and influenza b negative result. Patient 2: sample was analyzed on the cobas liat system (s/n (B)(4)) and generated a sars-cov-2 negative, influenza a positive and influenza b positive result. Patient 3: sample was analyzed on the cobas liat system (s/n (B)(4)) and generated a sars-cov-2 negative, influenza a negative and influenza b positive result. Patient 1 and 2 (same samples) were re-tested on a confirmatory assay (not provided) and generated sars-cov-2 negative, influenza a negative and influenza b negative results for both samples. Patient 1 and 2 samples were collected using nasal swab; media type not provided. The customer confirmed there was no allegation of harm to the patients. The positive results were reported out to the patients and/or personnel treating the patients. Negative results were reported out a short time later. Three (3) mdrs will be filed one for each sample as per FDA guidance.